Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer touch screen was not responding. It was indicated that the display was damaged. It was also indicated that the battery would not charge. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was not responding. The programmer was returned for service. There was no patient involvement.